Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the two implants 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to improper bone preparation, excessive force being used or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic knee surgery both anchors broke inside the patient during insertion. It was possible to retrieve the broken pieces from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information was provided.